Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a system being used to deliver fentanyl for spinal pain. The patient felt the pump was shocking her intermittently. She had pain on and off. The event date was noted as 2015. The pump was going to be removed on (B)(6) 2016. Additional information was requested regarding what diagnostics were performed related to the event, what actions/interventions were taken, the cause of the event, and whether the shocking had been resolved.